Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level greater than 600 (mg/dl) and dangerous ketones. While in the ER, customer was treated with an intravenous drip and insulin injections. Customer was released after a few hours with a bg level of 249 (mg/dl), and reportedly, not feeling well. Contact reported that customer's elevated bg level of 249 (mg/dl) increased and became worse on (B)(6) 2016, and customer was taken to the ER again. Customer's bg levels were above 600 (mg/dl) and they still had dangerous ketones. Customer was treated with an intravenous drip and insulin injections. After a few hours, customer's bg levels decreased to the 100s (mg/dl) and customer was released from the ER. Reportedly, contact believed that the elevated bg levels may have been caused by infusion set issues. Contact stated that the customer's bg levels returned to normal.